Event description:
It was reported that a resident using a large-sized sling was being transferred with the sara 3000 active floor lift. During the transfer, the resident felt dizzy and fell to the floor, sustaining a left femur fracture. The resident was taken to the hospital, and no further complications were reported.

Manufacturer narrative:
The correction was provided: the customer supplied the serial number of the involved device. It was also clarified that the event resulted in a left femur fracture; the initial information indicated a broken hip. No UDI information is available, as the device was manufactured before UDI implementation.

Manufacturer narrative:
No UDI information is available, the device serial number is unknown.

Event description:
It was reported that a resident using a large-sized sling was being transferred with the sara 3000 active floor lift. During the transfer, the resident felt dizzy and fell to the floor, allegedly sustaining a hip fracture. The resident was taken to the hospital, and no further complications were reported.